Event description:
Invacare received a letter from an attorney stating, "we are placing you on notice of this loss because the fire appears to have originated from the power cord on an invacare oxygen generator. The unit had (B)(4). It was installed in december of 2021 by fidelity health care and the power cord was placed beneath a carpet runner." There was no report of death or injury, and no one was in the home at the time of the fire. The plaintiffs¿ lawyer indicated the concentrator was connected to an extension cord. Pictures of the device were provided to invacare.

Manufacturer narrative:
This issue is being reported in an abundance of caution. It is unclear what if any malfunction of the device occurred. The pictures provided confirm the allegation that the device was subjected to a heat event. There was no injury alleged with this incident. Based on the available information its unclear if the allegation of fire occurred at the device power cord or the extension cord. The underlying cause of the incident couldn¿t be determined. However, the use of an extension cord running under a carpet is the most likely cause. The manual states ¿do not use extension cords with ac power cords provided.¿ the device was roughly 7 months old at the time of the incident. This incident is actively being investigated and if any information which points to a different cause becomes available a follow up will be filed.

Event description:
Invacare received a letter from an attorney stating, "we are placing you on notice of this loss because the fire appears to have originated from the power cord on an invacare oxygen generator. The unit had serial no. (B)(6). It was installed in (B)(6) 2021 by fidelity health care and the power cord was placed beneath a carpet runner." There was no report of death or injury, and no one was in the home at the time of the fire. The plaintiffs¿ lawyer indicated the concentrator was connected to an extension cord. Pictures of the device were provided to invacare.

Manufacturer narrative:
Further information was received. The invacare lawyer reported on the site inspection. Findings by invacare expert: fire report stated candles were left lit at the time of the incident when no one was home. The concentrator was found by the fire inspector in the off position. The expert indicated little or no current would have been flowing through the power cord that allegedly caused the fire. Burn patterns were found primarily above a table - not at the power cord location under the carpet. Based on the available information it appears the most likely underlying cause was the presence of unaccompanied lit candles in the home. Its believe the device was turned off at the time of this incident. The manual has multiple warnings regarding the use of open flames in the presence of an oxygen concentrator.